Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vibrations from their defibrillator. It was noted by the patient that "before 3.6 stimulation hurt." The clinician increased the patient's stimulation to 3.9 and felt comfortable. The lead remains in use. No further patient complications have been reported as a result of this event.